Event description:
Reportedly, the device would not deliver energy to the pt. An AED which was at the scene was used to treat the pt. Pt outcome was not reported. However, the reporter indicated pt outcome was not the result of the reported discrepancy due to the use of the AED.